Manufacturer narrative:
Additional information: product available to stryker; device evaluated by mfg. An event regarding an assembly issue involving a trident impactor was reported. The event was confirmed. Method & results: - device evaluation and results: the device was not returned for evaluation however, an image was provided which confirmed the reported event that the threads of the impactor protruded past the shell. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: based on the investigation, the threads of the impactor protruded past the shell however, the device was not returned for further evaluation. Off label use of the instrument is confirmed based on the reported event as the user did not fully engage the threads and seat the impactor against the shell. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A 48mm trident hemispherical acetabular shell was screwed on to the trident shell positioner/impactor prior to implantation and it was noticed that the threads of the shell positioner were protruding several mm through the dome hole of the implant. There was no alternative instrument available so the surgeon elected to use the affected instrument, however he unwound the implant so the threads were flush with the pole of the shell prior to impaction. He impacted the cup positioner as normal and then used the acetabular shell impactor for final impaction of the shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A 48mm trident hemispherical acetabular shell was screwed on to the trident shell positioner/impactor prior to implantation and it was noticed that the threads of the shell positioner were protruding several mm through the dome hole of the implant. There was no alternative instrument available so the surgeon elected to use the affected instrument, however he unwound the implant so the threads were flush with the pole of the shell prior to impaction. He impacted the cup positioner as normal and then used the acetabular shell impactor for final impaction of the shell.